Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that ineffective therapy was delivered to the patient. Further investigation revealed low sensing value, noise resulting in oversensing, and inadequate capture on the right ventricular (rv) lead. The rv lead was capped and replaced. During the revision procedure, the physician noted insulation damage of the rv lead which was the suspected cause of the event. The patient was stable.